Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, after 12 years a hakim valve became unseated and was explanted. Another valve was implanted. No delays or adverse were reported and the device is being returned.

Manufacturer narrative:
(B)(4). The product code of the valve was not provided. However, based on evaluation of the returned device, it is likely that the valve is an ns0310a. This report has been updated to reflect the corrected information. The valve was returned for evaluation. The valve was visually inspected it was noted that the stator was dislodged; therefore; the cam position/pressure could not be determined. The valve was hydrated then flushed. The valve passed the test no occlusion was noted. The valve was leak tested and no leaks were noted. The valve was reflux tested and failed the test. The valve was dried. It was then dismantled and was examined under microscope at appropriate magnification. A bump mark was noted in the valve casing. This is likely due to the valve receiving a hard knock. The cam magnets were controlled, and the magnets failed. Corrosion was also noted on the stator. Review of the history device records was not possible as no lot number was provided. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving a hard knock, as well as the corrosion. The abnormal polarization of the valve was likely caused by an exposition of a too strong magnetic field. Previous investigation into stator dislodgement concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.